Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, ECG electrode d was cut off the cable. The cause of the inability to complete testing is the missing ECG electrode. The root cause of the missing ECG electrode is physical abuse. No adverse event resulted from missing ECG electrode.